Manufacturer narrative:
(B)(4). Eval, results, conclusion: (endoleak). (Abarrant subclavian).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx one month ago. Aneurysm and vessel morphology is unk. It was reported that the pt has an aberrant right subclavian which wraps around her esophagus causing dysphasia. A left carotid subclavian artery bypass was done prior to the stent graft implant. The plan was to transpose the right subclavian after the stent graft was implanted. There was a type I endoleak seen in the final angiogram post implant and balloon dilatation. The pt was brought back approx three weeks post implant and the endoleak was found to have resolved. The decision was made to move on to the bypass procedure which will be done at a later date. No clinical sequelae were reported.